Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted

Event description:
It was reported by the registrar, "I was doing a burr hole for a csdh. I was given a codman disposable 14 mm perforator lot j13z69 ref (B)(4) exp 31/10/2023. The perforator always stops at the end of the drilling but on this occasion it did not stop and I had to manually stop it. The perforator was also stuck into the bone and was not possible to remove manually from the bone. It had perforated the dura and I could see the csdh coming out. The brain was far away and was not damaged as inspected afterwards. I immediately informed the on call consultant neurosurgeon who came to theatre and had a look and asked me to continue. I drilled with a match stick drill around the drill and managed to remove the perforator.

Manufacturer narrative:
UDI: (B)(4). The complaint sample was not returned to codman, therefore, an evaluation of the device could not be performed. Device history records (dhrs) were reviewed and no anomalies were found. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed.

Manufacturer narrative:
Perforator was returned for evaluation. Visual inspection showed damage to the od of the outer drill, and a melted sleeve. In the failure analysis performed, the returned perforator was found to meet all acceptance criteria. The complaint could not be verified through failure analysis. The DHR - no anomalies during the manufacturing process. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.